Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps was missing gears and broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken grip at the grip base. A piece approximately 0.172" x 0.578" was found to be broken off. The broken piece was not returned.